Event description:
It simply did not work. Upon crushing the pills on first use, the top inside projector collapsed, therefore unable to crush the pill. Incident location: home/apartment/condominium. Pill crusher, flents, ezy-dose, (B)(6). I certify that I have reviewed the report and that the info provided in this report is true: yes.